Event description:
The electrode array of the patient's device was partially inserted during the initial implant surgery. The extracochlear electrodes were deactivated. The pt recently reported receiving non-auditory sensations while using the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled at this time.